Event description:
It was reported that while in use on a patient, the stapler jammed. At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73f2200464 was manufactured on 06/14/2022 a total of (B)(4) pieces. Lot was released on 06/28/2022. DHR investigation did not show issues related to complaint.